Event description:
Reporter alleged blood glucose measured 51 mg/dl at 0615 compared back to back to a result of 85 mg/dl performed at 0617. Reporter stated prior to the original test, a lab was performed and read 100 mg/dl at 0610. Quality control testing was reportedly performed and results were stated to have passed. No patient information was reportedly available at this time, so it was not provided as to whether any actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.